Manufacturer narrative:
(B)(4).

Event description:
Ra lead failure, lead checked flipped polarity to unipolar. The patient had a recent reposition of implant to right side and extenders were used for the leads. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.